Manufacturer narrative:
The reported malfunction was observed and attributed to a system interconnection flex cable that was not properly seated. The cable was replaced to correct the reported problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.